Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having bent cannula issues in the past with 8 infusion sets. The patient experienced diabetic ketoacidosis and high blood glucose level reported to be above 600 mg/dl. The patient self-treated it with a bolus via pump. Subsequently, she was hospitalized and received insulin via intravenous route, which resolved the issue. There was no permanent damage to the patient. The infusion set had been in use for approximately one day. The patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.